Manufacturer narrative:
Follow-up # 1 date of submission 03/31/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/18/2015 with the following findings: visual inspection revealed that the pump case was cracked between the case seal and the display lens. Evidence of moisture was found inside the battery compartment. The keypad was found to be fully intact; no damage was observed. During testing, the ok keypad button was found to be intermittently unresponsive. All other keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. A leak test was performed and a leak was confirmed at the crack in the pump case. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.